Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device remains implanted. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
This patient was implanted with a 29 mm sjm trifecta valve on (B)(6) 2011. The same day an EKG demonstrated st elevation and labs revealed elevated cardiac enzymes. The patient was treated with IV ntg. The final diagnosis was myocardial infarction due to blood flow obstruction to the left coronary ostium which required a graft on the left anterior descending coronary artery. It is not known if the blood flow obstruction was to the left main or left anterior descending coronary artery or what the cause of the obstruction was. The patient had a history of ischemic cardiomyopathy and hyperlipidemia. It is unknown if this was a planned CABG or due to the event that occurred during surgery. No additional information is anticipated.

Event description:
In a patient with a history of ischemic cardiomyopathy and hyperlipidemia, a concomitant 29 mm trifecta valve and 5-vessel coronary artery bypass grafting was performed on (B)(6) 2011. During the procedure, initial selective cardioplegia with aortic infusion was used; however, as there was no reliable flow though the left coronary artery ostia an emergency venous graft to the left anterior descending (lad) coronary artery was required. Cardioplegia was infused through the venous graft, both lateral to the anastomosis and to the lower wall as the lima to proximal lad was performed. The patient recovered post-operatively. Follow up information reports the patient died on (B)(6) 2014 from metastatic melanoma.